Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, opening the carton or over pouch with a sharp object can result in damage which is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to not use a knife, scissor, or other sharp object to open the packaging. The guide also instructs the users to inspect the cassette and tubing for damage before use. It warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis (pd) therapy. The patient reported that a sharp object was used to open the carton or over pouch. The technical services representative assisted the patient in ending current therapy. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.